Event description:
24 hr ph probe would not calibrate, checked all connections, then retried calibration, still would not calibrate, then changed ph solutions again and then tried again, still would not calibrate.